Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled ICD replacement, externalized conductors were observed on the lead. The lead was capped and replaced. The patient condition before, during and right after the procedure was good.